Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had the device explanted due to (B)(6). If additional info is received, a follow-up report will be sent. See MFR's report #3004209178201007662 for previous neurostimulator removal issue.